Event description:
Information was received from a patient representative regarding an implanted infusion pump. It was reported that, all of a sudden, it took over two minute to do a bolus. The issue started "a couple of weeks at least". Patient services reviewed information and walked the patient representative through clearing the data. The patient representative confirmed they were able to access the myptm application without a lag. Troubleshooting steps taken with patient services resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.